Event description:
Pt reported that since the end of the month the batteries for their device have only lasted 10 days. Pt also reported that device is noisy all of the time. Pt has been experiencing unexplained high blood glucose levels (220-270 mg/dl) since 2 mos before. Pt self-treated high blood glucose by increasing their bolus amount by approximately 20%.